Event description:
The doctor reported that there was a problem with the lens. The "haptic looked funny" and it ruptured the capsular bag upon insertion. The lens had to be cut and explanted from the patient eye.